Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 67 mg/dl. Additionally, it was reported that the customer was unable to fully deliver a bolus. Customer declined troubleshooting with tandem technical support and declined to provide further information.